Event description:
The vessel was entered percutaneously using the needle. The guidewire was inserted and the needle was then removed from the vessel. The dilator was inserted over the guidewire; the catheter was inserted. Attempt was made to pull out the guidewire but it "sproinged" and had to be removed along with the catheter.